Event description:
Today I confirmed with my endocrinologist that my livongo blood glucose meter is producing results that are biased, excessively variable, and inconsistent. FDA safety report ID# (B)(4).